Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user experienced inaccuracies in sensor readings which leads to early sensor removal.

Manufacturer narrative:
Based on the initial investigation analysis, the sensor performance deviated from normal behavior which led to differences between the sensor readings and the fingerstick measurements. The RMA was authorized due to this deviation. Upon receipt of the RMA, the sensor was tested in-house, and the review of qc revealed an led crash (permanent loss of sig and ref signals), which confirms the cause of the reported inaccuracy. As part of resolution, an RMA was issued for sensor replacement. No further resolution was necessary for this complaint. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.